Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; full lead was returned for analysis.

Event description:
It was reported 1 day post implant procedure the lead had dislodged. The lead was removed and the lv port plugged because the cs could not be recannulated. A new lv lead was placed on (B) (6) 2010. No patient complications have been reported as a result of this event.